Event description:
It was reported the pt is no longer receiving stimulation. The pt has had difficulty communicating with the ipg using the programmer and charger since (B)(6) 2011. The pt will undergo surgical intervention on a later date. No further info is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.